Event description:
During removal of the catheter from the packaging, the distal tip separated from the proximal shaft. The product was discarded and another unit was opened and used to complete the case.

Manufacturer narrative:
The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1097-01.a (lot # l14105). All appropriate inspections were completed per process monitoring requirements or 100% inspection where required. A DHR review of final assembly (lot # l14105) indicated that 100% inspection of the devices resulted in (B)(4) visual reject. The lot was associated with (B)(4) for discrepancy in the documentation of lot l14105 and lal test samples from this lot. The (B)(4) has been closed and all corrective action taken. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected per penumbra's standard procedures. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.